Manufacturer narrative:
The insulin pump alarmed due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed rf pic failed selftest and it would reset. Customer's blood glucose was unknown. Customer did state he was high all weekend and did have some lows. When he was high he corrected with the insulin pump and when low he corrected with food. No further information reported.